Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented at the hospital on (B)(6) 2018, after receiving inappropriate shock on (B)(6) 2018 and feeling twitching around pectoral region. Upon device interrogation, a vibratory alert for right ventricular oversensing from (B)(6) 2015 was noted. Patient mentioned vibratory alert was felt but ignored it. Right ventricular low pacing and low high voltage lead impedance was also noted. Lead and device replacement was discussed, however patient preferred not to have them replaced and instead the system was turned off. No adverse consequences were reported during the shock. Patient was stable.